Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on (B)(6) 2021, with lot number 3181696. Visual analysis of the returned device identified, weight to the spec, crease fold and device appearance (observed split in patch area). A separation between the patch and the shell is observed, according to qa199.04 under the ss code. Cloudy was observed, after autoclave disinfection process. Based on the device analysis, the final assessment is: observed separation in the path and shell according to qa199.04 under the ss code is considered workmanship.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process, indicates that all devices were released in accordance with the current manufacturing procedures. And no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was found, a split in patch area (ss). Which is considered, as workmanship. This finding is not related with the reported event. A review of the current risk documents was performed, and the event of split in patch area is a known event. For which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering, that there is not adverse trend for this type of event, no additional actions are deemed required at this time. The issue with split in patch area will continue to be monitored. And corrective actions will be taken in the future if deemed appropriate.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been replaced.